Event description:
It was reported by service report that the pt left siderail was not locking in the up position and the timing link was broken with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assembly and timing link.